Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified hole and separation of the fabric threads in the cylinders were the most probable cause for the device not working. Product analysis confirmed a device malfunction. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the pump revealed the kink resistant tubing (krt) was worn to the filament; however, the pump passed all the tests performed. Visual inspection of the reservoir noted a wear at a fold in the shell, but no leaks were found in the component. The cylinders were visually analyzed, both had war at fold in the cylinder body. Cylinder 1 presented a large hole consistent to wear at fold with broken fabric threads. The outer tube and fabric threads were detached in the cylinder body. Under the microscope, cylinder 2 had separation of fabric threads in the proximal cylinder body. The krt of both cylinders was won to filament. The cylinders could not be pressure tested due to the leak and separation of fabric threads identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was returned to boston scientific with no additional information.